Event description:
It was reported that the customer received a weak battery alarm on the insulin pump and the display went blank after removing the battery. Troubleshooting was performed. The insulin pump was not bumped, dropped, nor exposed to moisture. There was no relevant damage or corrosion that was apparent. Changing the battery multiple times did not resolve the issue. His blood glucose was 107 mg/dl. Customer stated when giving himself a bolus, he would push down buttons and the backlight would come on. Customer was advised that the back light comes on when he is at a blank screen and hits the down arrow. Customer stated he would monitor it and see if that is what he was doing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.